Manufacturer narrative:
Additional infoirmation added to d9, h3, h6 and h10. H10: the device was received for evaluation. The visual inspection by naked eye of the product showed the product dry. On one side of the housing, two brownish dried drops at the outside of the housing was visible. The 'particulate matter inside fluid path' could not be confirmed. The failure 'particulate matter outside fluid path' could be confirmed. The dried drops could be scratched off. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone number:  (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported prior to patient treatment, a foreign matter (described as "dirt") was observed between the header and the housing of a polyflux 140h. There was no patient involvement associated with the reported event. No additional information is available.